Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was not provided. The customer stated that the insulin pump had no physical damage to it, and it had neither been dropped nor bumped. Upon troubleshooting, the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.